Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that the device was explanted.

Event description:
It was reported that when the patient presented in clinic for a post implant follow-up, lead noise was observed. The noise was not reproduced with isometrics and pocket manipulation. Programming changes were recommended. Almost two weeks later, the patient presented in the emergency room due to receiving inappropriate high voltage therapy for sinus tachycardia and oversensing of lead noise. At this visit, the lead noise was reproduced with isometrics. X-ray revealed a possible connection issue with the ICD. The doctor ordered tachy therapies programmed off pending a lead revision, however, the patient did not want any further intervention.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined. The reported header anomaly was not confirmed in the laboratory. Test leads were able to be inserted into the lead bores and all set screws were able to tighten and secure test leads normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.